Event description:
It was reported patent was experiencing ineffective therapy due to high impedances on both leads. Programming was unable to solve the issue. As such surgical intervention was undertaken wherein the leads were replaced and reportedly therapy was restored.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.